Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. Correction to g2 of the initial medwatch; health professional should not be selected. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Additionally, the event video connector could not be connected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, there was a failure of the locking part on the video connector socket, which likely resulted in the electrical communication not being conducted properly. Additionally, the video connector was not held securely due to failure of the locking part of the video connector socket. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: address: (B)(6).

Event description:
It was reported, the video system center had no image. The issue occurred, during preparation for use. Before a diagnostic hysteroscopy procedure. The procedure was completed without delay using a similar device. There were no reports of patient harm.